Event description:
This information was obtained from 17th japan endovascular symposium on august 27, 2022 and this symposium was held from on august 26 to on august 28, 2022. During 2-debranch tevar, clamp was dislodged from the proximal side of the left common carotid artery and end of the artery was dropped into the thoracic cavity, it was invisible, and heavy bleeding was reported. On (B)(6) 2020, the patient underwent an endovascular treatment of a suspected infected thoracic aortic aneurysm after type b dissection. Two gore® tag® conformable thoracic stent grafts with active control system were implanted. A proximal type I endoleak remained, but the physician decided to monitor it. After the initial procedure, the infection was controlled as well. However, an acute aneurysm enlargement (amount unknown) due to the proximal type I endoleak was observed on an unknown date. On (B)(6) 2020, a reintervention was performed. During axillary artery ¿ left common carotid artery ¿ axillary artery bypass was created, the clamp which was used for the left common iliac artery was dislodged and heavy bleeding occurred. The bleeding was stopped by manual pressure. Then, the left common carotid artery was embolized using plugs. A gore® tag® conformable thoracic stent graft with active control system was implanted proximally. The endoleak was resolved or became minor. The procedure was concluded.

Manufacturer narrative:
Used to capture endoleak. A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion, and reoperation. (B)(4). (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.